Event description:
It was reported that when the patient¿s pump was first implanted in 2006 he was overdosed. The patient was sent home and he was life flighted back to the hospital. It was not known what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), (B)(4).